Manufacturer narrative:
(B)(4). Insulin pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture on the electronic assembly noted. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Unable to verify for battery power loss due to pump error.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm and failed battery alarm. Customer mentioned that they did not change the battery after low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.